Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an in-clinic follow-up, there was a decrease in pacing lead impedance and oversensing noted on the right atrial (ra) lead. Lead damage was suspected but was not confirmed. The ra lead was replaced to resolve the event. The patient was stable.

Event description:
The right atrial lead was capped and replaced to resolved the event.